Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced event of insulin flow block in tubing on 12-jun-2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.